Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced the vp board to resolve the reported problem. The system was tested and verified as ready for use. The vp board has not yet been returned to isi for evaluation. Therefore the root cause of the customer reported failure mode cannot yet be determined. A follow-up MDR will be submitted if the component is returned (post engineering evaluation) or if additional information is received. A review of the site's complaint history does not reveal any additional complaints involving this product and/or this event. This complaint is considered a reportable event due to the following conclusion: system unavailability after the start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient¿s inability to tolerate a procedure change. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Blank MDR fields: follow-up was attempted, but the patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. Not applicable because the product is not implantable. The information for blank fields is not available. Fields are not applicable.

Event description:
It was reported that during a da vinci-assisted radical prostatectomy surgical procedure, the system displayed (B)(4) the customer attempted to recover the fault; however, the error persisted. The customer restarted the system successfully without error 31243; however, the system displayed a message indicating the was no endoscope connected to the endoscope controller. The customer contacted a field service engineer (fse) and was advised to check the connections between the endoscope, the video processor (vp), and fiber cable connections. The fse found that the vp led was off, indicating it was not working. The surgeon made the decision the convert the procedure to open with no injury reported. As a result of this issue, the customer reported a procedure delay of greater than 30 minutes. Intuitive surgical, inc. (Isi) has performed follow-up to request additional information related to the reported event. However, as of the date of this report, no further details have been received.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
D02: isi received the video processor (vp) involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed the reported problem. The vp was installed and tested on a test system. Upon power on, the vp was not seen on the laptop app. The video processor power distribution and dual window appliance boards were present; however, the universal (unit) controller card (ucc) was not seen on the download app. The ucc failed with no led and no power.